Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Findings: pump received with lcd display missing segments and horizontal black lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that their insulin pump screen turned white and grey and they cannot see anything on the screen. The customer¿s blood glucose level was 315 mg/dl at the time of the incident, as the customer could not treat using the pump. The customer is on their way to get manual injections. The customer had the pump in their pocket and does not know what led up to the display issue. Troubleshooting was not completed as the screen cannot be used. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.